Event description:
It was reported that patient underwent a meniscal repair procedure on (B)(6) 2015. During the procedure, the suture device was reported to have failed twice during the procedure. The first device would not squeeze to deploy the anchor. On the second device, the trigger would squeeze but the audible click wouldn't sound so the anchor would not deploy. Another suture device was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.